Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed the sensor wire had detached as it fell on the floor after the applicator was removed from the sensor pod. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. The sensor pod was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the housing puck. The missing sensor wire confirms the reported detached sensor wire. The root cause could not be determined.